Event description:
Patient contacted dexcom technical support on (B)(4) 2012 to report that on (B)(6) 2012, shortly after 6 pm, he had suffered a hypoglycemic episode and had lost consciousness. Patient's wife who is a physician administered a glucagon shot to patient. Patient does not recall any cgm or bg values around the time of his hypoglycemic event. Right after patient received his glucagon shot, his bg rose to 156 mg/dl and patient felt fine. Since patient is unable to send cgm data, dexcom technical support will be collecting patient's cgm in order to retrieve and review data around the time of the hypoglycemic event.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. Other text: not returned to manufacturer.